Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient with diabetes experienced a "line block" alarm in the morning. The issue was resolved by changing the tubing and infusion site. There was patient involvement; however, no harm was reported.